Manufacturer narrative:
Additional information: d.9., g.1., h.3. Plant investigation: a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice, and one nonconformance for port pins backwards and this lot was consumed already by dialyzer in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, it was clarified that the blood leak occurred immediately at hd treatment initiation. The blood leak was described as being an internal blood leak that was visually seen at the hansen drain line. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine. Fresenius bloodlines were being used.the machine did alarm appropriately. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on another machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the clinic manager, it was clarified that the blood leak occurred immediately at hd treatment initiation. The blood leak was described as being an internal blood leak that was visually seen at the hansen drain line. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresenius 2008t machine. Fresenius bloodlines were being used. The machine did alarm appropriately. There was no damage noted on the dialyzer prior to use. The patient¿s estimated blood loss (ebl) was 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on another machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.